Event description:
A zoll distributor returned sn (B)(4) to report the electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open black, orange, and green wires in the trunk cable. The cause of the test failure is the open pulse wires. The root cause of the open wires was excessive force. No adverse event resulted from the defective belt.